Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (600 mg/dl at its highest) and insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer reverted to using insulin injections for insulin therapy. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.